Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with the fill estimate showing 70 units, which was different from their expected value. There was no adverse impact to the customer's blood glucose level. Caller completed necessary steps, such as removing air from the cartridge and using room temperature insulin; however, they declined to deliver a bolus to update the insulin estimate. Technical support assisted the caller in reloading the cartridge, and the caller was advised to monitor the situation and follow up if necessary.